Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00235, 00236, and 00237.

Event description:
Allegedly the patient was revised due to pain (right).

Manufacturer narrative:
Updated lot number and initial reporter information.

Manufacturer narrative:
Additional information received from litigation: patient was revised due to corrosion of the neck.